Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during creation of flap the side cut was not lifted resulting in an incomplete cut in the unknown eye of a patient during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).